Event description:
The facility's oncology nurse reported the flo-gard infusion pump was pumping, counting down, but the bag of medication was empty and the pump was not alarming. The pt was receiving outpatient chemotherapy for an unknown diagnosis. The 500cc bag of normal saline containing 93cc of rituximab (aka rutxin) was hung in 2008 at 11:30 am. The initial flow rate was 64 cc/hr with a vtbi of 32 cc. The infusion rate was increase at 12:00 pm to 128 cc/hr with a vtbi of 64 cc. The infusion rate was increased at 12:30 pm to 192 cc/hr with a vtbi of 96 cc. The infusion rate was increased at 1:00 pm to 256 cc/hr with a vtbi of 128 cc. At 1:30 pm, the pump was reprogrammed to infuse 256 cc/hr with a vtbi of approximately 250-300 cc. At approximately 3:00 pm, the nurse discovered that the bag of medication was empty, the pump continued to infuse and count down the vtbi, the drip chamber and tubing were empty, and the tubing was collapsed. The nurse reported that the pump was not alarming. The nurse reported that this event has happened on more than one flo-gard infusion pump at the facility. The nurse stated that she suspected the tubing. The facility's biomedical technician was unable to duplicate the reported condition during biomedical testing. The nurse stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.